Event description:
Event description cpi received information that interrogation of the implantable cardiovertor defibrillator (ICD), displayed a lead impedance indicating that there was damage to the lead and therapy may not be received by the patient. The physician performed an invasive procedure and attempted to implant an implantable cardioverter defibrillator (ICD); however, because of the damaged lead, the ICD (1746-604699) was not functioning appropriately. The physician elected to implant a new ICD (1762-607570) and lead.